Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cerebrovascular accident and respiratory failure requiring prolonged hospitalization. After the af procedure, (only pvi) was completed and all sheaths were removed. It is unclear whether the timing of the event is the timing of withdrawal from the respiratory system or the timing of attempting to withdraw from the respiratory system. The patient had respiratory arrest (sudden decrease in arterial oxygen saturation) and intubation was performed and arterial oxygen saturation increased but blood pressure decreased. The patient was then started on vasopressors to maintain blood pressure. There was no change in ECG. There was no problem in carto3 movement in the procedure and the procedure was successfully completed. CT scan of the occipital region was performed and the patient was managed in the intensive care unit with a ventilator. Contents and results of laboratory tests: patient completed a CT scan of the occipital region, confirmation of cerebral hemorrhage. Additional information was received on the event. The physician commented it was unknown whether the adverse event was related to the biosense webster, inc. Product. The patient was given hypertonic solution for cerebral hemorrhage to reduce intracranial pressure and the patient is being managed with a ventilator. The patient outcome of the adverse event was improved. No (generator/pump) malfunction has been reported and servicing was not required. There was no evidence of char confirmed and there was no evidence of blood thrombus / clot confirmed. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was patient condition related. The physician commented it was not related to biosense webster, inc. Product. Extended hospitalization was required to manage the patient in the intensive care unit for control condition. The patient underwent head CT after the ablation case and cerebral hemorrhage was confirmed. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation.

Manufacturer narrative:
(B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 06-sep-2022. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30775697l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4) during an internal review on 10-aug-2022, noted a correction to the 3500a initial as the physician information was omitted in error. Therefore, updated section e. Initial reporter.